Event description:
It was reported that a catheter break occurred. A direxion microcatheter was selected for an embolization during the management of active bleeding. During the microcatheterization of the artery with the direxion microcatheter, the microcatheter frame broke. The radiologist cut the microcatheter to remove if and used a new microcatheter of the same model to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device technical analysis: the returned device consists of a direxion microcatheter in 2 pieces as the shaft is detached at midpoint. Visual examination revealed a nickel shaft fracture located approximately 22.5cm from the strain relief with an associated inner shaft stretch extending approximately 36cm from the strain relief. Microscopic examination revealed inner shaft crushed section located approximately 2.5cm from the proximal nickel shaft fracture. The remaining exposed inner shaft revealed multiple shaft kinks. Device history records review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the direxion device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that a catheter break occurred. A direxion microcatheter was selected for an embolization during the management of active bleeding. During the microcatheterization of the artery with the direxion microcatheter, the microcatheter frame broke. The radiologist cut the microcatheter to remove if and used a new microcatheter of the same model to complete the procedure. There were no patient complications as a result of this event.